Manufacturer narrative:
H6: investigation findings - 114 is based upon the evaluation of user facility information and the investigation of the returned sample; 213 is based upon functional testing of the returned sample. H6 - investigation conclusion - 4310 is based upon evaluation of the user facility information and the investigation of the returned sample; 67 is based upon functional testing of the returned sample. One 6fr angio-seal vip device was received for product evaluation. The arteriotomy locator was returned along with mated hemostasis sheath and carrier tube assembly. No other components were returned for evaluation. Visual inspection revealed that the carrier tube assembly was mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The anchor had not fully exited the distal tip of the hemostasis sheath as would be expected when the deployment sleeve was in the rear lock position. Microscopic analysis of the distal tip of the sheath revealed that the anchor was present within the sheath. No other visual anomalies were noted with the locator or the sheath and carrier tube assembly. Functional testing was performed, and the deployment sleeve was manually moved into the forward lock position, which caused the anchor and distal tip of the carrier tube to become exposed. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. The anchor did not slide back into the sheath through monofold. The digital force was then applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. The complaint could be confirmed for pullout upon investigation. Visual and functional testing of the device did not reveal any inconsistencies or anomalies which could have led to this event. The likely root causes for the alleged issue of "pullout' may include failure to position the device cap in the full forward lock position or an obstruction to the anchor posting to the distal tip. No other anomalies were found that affected the functionality of the device. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Weight - (B)(6) kg. Implanted date - device not implanted. Explanted date - device not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal vip device was inserted into the patient and the device never engaged the vessel and the device was removed but there was no anchor or suture. The patient was in good condition with femoral and pedal pulses. There was no patient injury, medical/surgical intervention required. Additional information was received on 17nov2020. The procedure being performed was a left heart catheterization (lhc). A 5fr procedure sheath was used. A pre-deployment angiogram was performed. The sheath was exchanged for angio-seal sheath, collagen was inserted, and when pulling back there was no resistance; full bleed. There was no suture seen visually. Pedal pulses were noted post case. Hemostasis was achieved manually. Full bleed means that the closure did not close the vessel at all. Md held manual pressure. Blood loss was less than 250cc. Additional information was received on 23nov2020. They do not believe the device deployed at all. Pulses were good, post manual hemostasis.